Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, fluoroscopy functions pcb and generator interface pcb assemblies were evaluated and replaced by a third party service provider. This did not resolve the customers issue. The customer chose not to purse further ge service at this time. No conclusion can be drawn as further system analysis, testing or repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.